Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a other (unusual issue) issue; the patient got a signal then the pump stopped the dose. This complaint is being reported because the reported issue may result in long term cessation of insulin delivery to the patient. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/10/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/16/2016 with the following findings: review of the black box data and pump history revealed the last basal delivery was on (B)(6) 2016@1:00pm prior multiple ¿cs163¿ and ¿cs162¿ due force equal to zero warnings. During the investigation, the piston was unable to recognize the cartridge upon the first load attempt. The reported ¿pump stopped dose¿ was duplicated. The pump¿s cover was removed, inspection revealed an a tear on the force sensor flex.